Manufacturer narrative:
Concomitant medical products: non-cfn secondary set; 3.375 mylan vial ndc 67457-522-00, lot: 1p2597u, exp: 11/2017, pipercillin and tazobactam; 100ml baxter bag ndc 0338-0553-18, lot: p349068, exp: may 2017, sodium chloride injection; therapy date unknown. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported during a secondary infusion in the ccu, the medication out of the ivpb began running backwards into the primary tubing and fluid. After the primary tubing was clamped, the ivpb ran as expected. No patient harm was reported to have occurred as a result of the event.

Manufacturer narrative:
The customer¿s report of a check valve failure was confirmed. Visual inspection of the received set found the check valve to be assembled in the set correctly, and the silicone membrane was centered. Functional testing did not identify any failure of the check valve however the component was returned to the supplier for additional analysis, where it failed testing. Disassembly of the component by the supplier resulted in the discovery of a 0.0785 inch long polypropylene particle located between the housing seal area and the affixed silicone diaphragm disk. The cause of the check valve failure is due to a polypropylene particle found in the fluid path, which prevented the silicone diaphragm from fully seating against the housing seal area. The origin of the polypropylene particle was not identified.